Manufacturer narrative:
H2) device evaluation: a1-a2 and a4-a6 updated. B5: it was reported that the device displayed error code 41541. This alarm indicates there is a inoperable latch/lock optic flex sensor and the alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement. B6-b7 updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error message 41541. There was unknown patient involvement.